Event description:
The patient reported experiencing urgent low blood glucose while at the hospital for her son's check-up on (B)(6) 2025. She was wearing her pod at the time. Nurses noticed her condition and caught her before she fell. Her blood glucose was at 40 mg/dl, and she was treated with food and fluids. She was not admitted to the hospital. The patient activated the pod on (B)(6) 2025, and it was placed on her left thigh. Despite feeling tired, she did not have any infections. Her healthcare provider updated her bolus settings and will follow up with her. She also reported having her omnipod system paused for a while, but that she was very active. She removed the pod early due to continued low blood sugars and discarded it.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.